Manufacturer narrative:
H10: it is unknown whether there was deviation from instructions for use for the location where the foreign material remained. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, non-reportable phenomena such as a worn-out fe lever/angel wire, a scratched flexibility adjustment ring/grip/right and left knob/up and down knob/switch box/sc cover unit/sc-case unit/electrical contact of endoscope connector/objective lens/connecting tube, an air/water cylinder and s-cylinder without color, dirt on the objective lens, a broken lg-bundle, and a cracked lg lens were confirmed. The reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was reprocessed before it was returned for evaluation. The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, residual whitish foreign material was found inside the air/water tube of colonovideoscope. There were no reports of patient involvement.